Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.

Event description:
Complainant alleged that while attempting to monitor a patient the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.